Manufacturer narrative:
The pod was received with the cannula not deployed. Pod download data revealed that the pod was in pod state 14, indicating that the user did not complete the pod activation after it was filled and it ran zero pulses. The pod could not be activated in this state and thus, both the needle deployment and fluid delivery were prohibited.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The patient's blood glucose (bg) values that reached 450 mg/dl.